Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Instrument broke. Complaint form sent to rep. On (B)(6) 2015, surgeon was using expedium di. After all screws were placed, rods inserted, and set screws applied, the construct was torqued down. While applying torque to one of the di set screws using the di castle nut tightener (B)(4), the 4 prongs on the instrument broke off. The prongs were removed from the patient and then discarded. Another tightener was used to apply the appropriate amount of torque and the construct was completed. No further issues.

Manufacturer narrative:
One (1) expedium di castle nut final tightener [product code: 2797-22-600, lot no: nw104555] was returned to the complaints handling unit (chu) for evaluation. Visual examination at the macroscopic level revealed that all four of the castle nut tabs were fractured at the distal tip of the device. Device sample was then sent to (B)(4), a senior research engineer for fracture analysis. The fracture analysis report indicated that the fractured surfaces of each tab exhibited rough and plastically deformed material that extends across the entire fractured surface suggesting the tabs underwent a static overload failure. No material defects or other abnormalities were observed in this analysis. In addition to fracture analysis, a hardness test was performed on the part. The results from the hardness test showed that the average was within the specified hardness range. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for all four castle nut tabs becoming broken cannot be positively determined. However, the fracture analysis report indicated that the fractured surfaces of each tab exhibited rough and plastically deformed material that extends across the entire fractured surface suggesting the tabs underwent a static overload failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.